Manufacturer narrative:
(B)(4): batch # m93a29. The analysis results of the el5ml device found that it was received in good visual condition. Upon evaluation the trigger was difficult to cycle; in addition, 2 malformed clips and 5 conforming clips were fired from the device. Upon visual inspection, excessive dried body fluids were noted in the shaft assembly. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw, which have caused the malformed clip condition. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic inguinal hernia repair procedure the clips would not release from the device. A like device was pulled to complete the procedure with no patient consequence.